Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. No additional information was provided and the customer declined further troubleshooting with tandem technical support.